Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the lead was unable to be used due to phrenic stimulation. A second and a third lead were also attempted, with the same results. The leads were not implanted, and another lead was used. No further patient complications have been reported as a result of this event.